Event description:
It was reported that during a whipple procedure, the tissue pad split and then it gave an error 5. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.